Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under # 510k130576. Device history record: batch record number 37032729 was reviewed: it was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on the batch released in july 2024. Summary of investigation: the involved device was returned for evaluation. However, no x-ray picture and no completed form were transmitted for investigation. Information review: the incident occurred one day after implantation. Visual inspection of the returned device: we received the access port housing disconnected from the connection ring. Blood marks are present on those elements. 3 puncture marks are visible on the access port septum. Many tools' marks are detected on the exit canula of the access port housing. The catheter was missing. However, in our sample library, a catheter from the same batch of tube was available for analysis. Dimensional measures: the below dimensions were verified on the returned device: outer and collar diameters of the exit cannula, inner diameter of the connection ring. In our sample library, a catheter from the same batch of tube was available for analysis. The below dimensions were verified on this catheter: outer and inner diameters of the catheter. All the measured dimensions are compliant with the defined specifications. Pull test at the juncture access port-catheter. A pull test was performed on the returned device with the catheter from the same batch of tube. The pull test result is compliant with the requirement: the disconnection force obtained is superior to the iso 10555-6 standard requirements. Root cause: the performed investigations have confirmed the compliance of the access port used by the end customer as no defect was detected. The short duration of the implantation (1 day) and the tools' marks on exit cannula of access port housing allow to conclude that the catheter has not been correctly mounted. IFU give recommendations to avoid this type of incident. Conclusion: this complaint is not confirmed as the performed investigations have confirmed the compliance of the device. The disconnection was due to an improper connection of the catheter with the access port housing, made by the medical staff, during the implantation procedure. This is a rare incident (B)(4). No actions plan is foreseen at this time.

Event description:
"During chemotherapy, the catheter detached from the port chamber in the aforementioned port system. The catheter had to be removed through the groin, and the port chamber was explanted. Unfortunately, the catheter was discarded in the angiography and is not available for examination. The attached images show the existing material/form of the handover in the clinic to me. This will be sent immediately. According to dr. Weinert, as of (B)(6) 2025, the patient seems to have fully recovered."